Event description:
Facility alleges pt developed nausea and vomitted approx 100cc of dluid. Pt reported stable after treatment was stopped. Settings: 600cc idpn primed, parameter set at total vol 600cc with a rate of 220 cc over 3 hrs. Pump turned on with no alarms. IV drip chamber with steady drip not exceeding 222cc.